Event description:
It was reported that within a two week period, the device went from 71 ppm to no output and device could not be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary testing found to be at no output and no telemetry. The no output and no telemetry conditions were the result of battery depletion. Longevity testing at nominal settings revealed the device had met its expected longevity.